Manufacturer narrative:
This spontaneous case was reported by a lawyer and refers to a social media post which describes the occurrence of fatal medical device removal ('lost another e-sister today due to essure sterilization removal') in a female patient who had essure inserted. On (B)(6) 2015, a female patient died due to essure sterilization removal. Detailments of essure insertion date, essure removal procedure and cause of death were not provided. The underlying reason which led to removal procedure was not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were also not provided. Additionally, it was also reported the occurrence of death ('7 e sisters gone by essure') in 7 female patients who had essure inserted. The reporter considered death and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. This case with very limited information was received via lawyer and refers to a social media post. It was reported that a female patient died due to essure sterilization removal. In addition, it was also reported that more 7 patients gone by essure. Detailments about essure insertion date and cause of death were not provided, and detailments of each individual patient regarding "7 patients gone" were also not provided. The underlying reason which led to removal procedure was not provided, nor were other details regarding the procedure itself and cause of death. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported fatal events as not assessable. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and refers to a social media post which describes the occurrence of fatal medical device removal ('lost another e-sister today due to essure sterilization removal') in a female patient who had essure inserted. On (B)(6) 2015, a female patient died due to essure sterilization removal. Detailments of essure insertion date, essure removal procedure and cause of death were not provided. The underlying reason which led to removal procedure was not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were also not provided. Additionally, it was also reported the occurrence of death ('7 e sisters gone by essure') in 7 female patients who had essure inserted. The reporter considered death and medical device removal to be related to essure. This case with very limited information was received via lawyer and refers to a social media post. It was reported that a female patient died due to essure sterilization removal. Detailments about essure insertion date and cause of death were not provided. The underlying reason which led to removal procedure was not provided, nor were other details regarding the procedure itself and cause of death. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported fatal event as not assessable. In addition, it was also reported that more 7 patients gone by essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.